Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device gave inappropriate therapy. The patient had atrial flutter and experienced dyspnea. The physician used ablation for the atrial flutter and the device remains in use. The patient is a participant in the optilink hf clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The analyst commented that they were unable to confirm the complaint as no episodes were found on the clinical data review.